Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 ml of juvéderm ultra® xc. Ten hours later, it was reported that the lips had ¿blanched¿ and there was ¿significant bruising,¿ concerning the health professional of ¿vascular occlusion.¿ the patient was advised to massage, perform a capillary refill test, and assess the pain level. The following day, the pain levels were okay with no new bruising. There was no longer concern of vascular occlusion.